Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 37 mg/dl while wearing the pod between 36 and 48 hours. The patient reports being awake but incoherent. The patient reports administering 1 unit of insulin prior to receiving the low blood glucose level due to waking up with a blood glucose level of 205 mg/dl. Once at the hospital the patient was treated with intravenous fluids as well as a cinnamon roll and apple juice. The patient was released from the hospital the same day.